Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2012 customer reported a leak underneath the wash cup at the closed tube aliquoter (cta), on the dxc 600i instrument, while performing maintenance. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and removed and cleaned the probe wash assembly. Fse cleaned the waste leak, and replaced the waste pump tubing. This resolved the issue and no further leaks were reported. The failure mode for this event was the waste pump tubing.